Manufacturer narrative:
The insulin pump was received with no black, blank, white grey lines; backlight or display anomalies were noted. The insulin pump powered up properly after battery installation and passed self test and displacement test. The insulin pump had cracked case at the reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a display anomaly. The customer's blood glucose level was unknown. The customer was informed to turn the auto bright off and to monitor the device. No further details were provided.